Event description:
It was reported that during an open gastrectomy procedure, the staples of the acral part which had been fired without tissue were unformed at the first firing. The staples which were deployed on the target tissue were formed properly. Just to be safe, another device was used to complete the case. There were no adverse consequences for the patient. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: there was a recent conversion to this instrument from competitive products.